Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly connected. The cable was properly connected to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.